Event description:
It was reported that syringe 20ml ll 120/pkg needle was blocked. The following information was provided by the initial reporter: on (B)(6) 2020, the nurse gave the patient an intramuscular injection of 2.4 million u of benzathine penicillin plus ns10ml. Halfway through the injection, the needle was blocked. When the needle was changed, there was a little liquid overflow, about 1-2ml. Later, he was given a supplementary injection of 600,000 u of benzathine penicillin plus 3ml of ns.

Manufacturer narrative:
H.6. Investigation: as no physical sample, picture sample, or valid lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. DHR could not be performed due to unknown lot#. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 20ml ll 120/pkg needle was blocked. The following information was provided by the initial reporter: (B)(6) 2020, the nurse gave the patient an intramuscular injection of 2.4 million u of benzathine penicillin plus ns10ml. Halfway through the injection, the needle was blocked. When the needle was changed, there was a little liquid overflow, about 1-2ml. Later, he was given a supplementary injection of 600,000 u of benzathine penicillin plus 3ml of ns.